Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual analysis found outer insulation breached extrinsic/cut. But there was nothing prevents the extension or retraction of helix. It could be fully extended/retracted, and extension/retraction turns of helix was within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The helix of the lead would not extend after multiple attempts. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The helix of the lead would not extend after multiple attempts. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.